Event description:
A hospital representative reported an issue to baxter (B)(4) on (B)(6) 2012 regarding a hc (home choice) disposable with cassette. The customer reported that the patient had difficulties connecting the bag to the homechoice cassette. The occurence date was unknown. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. A 510k number will not be provided in the emdr because the product code and lot number are unknown. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.